Event description:
Report rec'd from a patient stating that they "had an infection in the pump pocket and near the catheter tip." A follow-up letter will be sent to the health care provider for further info on this event.